Event description:
The lead was implanted on (B)(6) 2006. Pt mention that his medtronic lead is on recall and that the md said its working fine and their not going to do anything about it. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).